Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending section could not be bent in the down direction due to a detached wire stopper. Additionally, the inspection confirmed that the focus is not changed to near point (e204) due to damage on the plug unit. Upon further inspection, it was observed that white foreign material was clogging the jet tube. Due to this clog, water could not be supplied. Additionally, white foreign material was observed in the air/water tube and cylinder. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the suction, air and water cylinder had no color. It was also observed that the grip and the right/left knob were shaved. It was observed that the switch box had a scratch. It was also observed that switch one had a cut. It was observed that the expected insulation capacity could not be obtained due to a cut on heat shrinking tube of the lock engagement lever. It was also observed that water tightness was lost due to a crack on the scope connector cover unit. It was observed that the insulation resistance value at distal end did not meet the standard value due to a chip on the plastic distal end cover. It was also observed that the image had white dots and the focus was not changed to the far point due to damage on the charge-coupled device unit. It was observed that the image guide protector was damaged. It was also observed that the light guide bundle had breakage. It was observed that the objective lens had a chip. It was observed that the light guide lens had a crack. It was also observed that connecting tube had a cut. Lastly, it was observed that the universal cord had a wrinkle. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope bowden cable was broken, and the scope presented a focus error (e204). The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the jet tube, air/water tube and cylinder had foreign objects, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material in auxiliary water channel and cylinder" was caused by a reprocessing could not be conducted properly due to leakage from scope cover unit. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.